Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for suspected thrombus. The pt was treated with integrilin and the pump speed was increased to get the aortic valve to close. The pt responded well to the treatment and was discharged to home. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.